Event description:
Related MFR report: 3006705815-2020-31227. Additional information received identified the patient's scs system leads were replaced. There were no complications during the procedure, and stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31227. It was reported the patient was experiencing ineffective stimulation from the scs system. Reportedly, this began for the patient approximately a month ago after a fall. The company representative attempted reprogramming of the patient's scs system, but could only get stimulation on the patient's left side and the pain area is on the right. X-ray taken found both of the patient's scs system leads had migrated left. Surgical intervention may be taken to address the issue.